Event description:
It was reported that after a coronary artery drug eluting stenting treatment procedure, thrombosis and a patient death occurred. On an unspecified date, a taxus express2 drug eluting stent (des) was implanted in the left anterior descending (lad) artery. After an unspecified timeframe, thrombosis was identified in the lad. The patient expired. Several attempts for follow-up have been made, but as of the date of this report, the facility has not provided any additional information.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. Because the batch number for this complaint is uknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.